Event description:
The patient reported their blood glucose level rose to 397 mg/dl while wearing the pod was worn for less than an hour. When removed from the infusion site on their leg, the pod was found with blood in the cannula and the pod site bleeding. Additionally, there was mention of the pod leaking. As treatment, the patient is using manual shots for now as they do not have any new pods currently.

Manufacturer narrative:
Locked down smartphone: lockdownthe device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.omnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.